Manufacturer narrative:
(B)(6). The actual device was disposed however; unused samples and a photograph have been returned to the manufacturing facility. A photograph of the involved device was evaluated. Therefore, the investigation was based upon evaluation of user facility information, a photograph of the involved device and a retention sample of the involved product code/lot# combination. Based from the results of our investigation, the root cause of the problem could not be identified. The photo provided and verification by the facility, showed that the needle safety sheath was already activated and the cannula was observed to be separated from the needle assembly. However, verification of retention samples were evaluated for cannula stiffness and resistance to breakage test and all samples were compliant per (B)(4). We have in-process inspection for visual, sensory test and functional test to assure quality performance of assembled sg2 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions sections. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that when they went to give a patient a vaccine and after safety activated, the needle broke. Additional information received on (B)(6) 2018: the facility reported that the medical assistant activated the needle against hard surface. The needle bent up and then broke off completely during activation. No needle stick occurred and no impact for patient who received injection as intended.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Same lot samples were returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the same lot samples, which consisted of two unit boxes box one has (B)(4) pieces and box two has (B)(4) pieces. The same lot samples were visually inspected. No damages or any deformations were observed on all samples particularly on the cannula and safety sheath and results of simulation through manual sheath activation showed no bending or breakage on cannula. Received samples were further evaluated for cannula stiffness test and resistance to breakage test wherein all samples passed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.